Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition caused by noise that was oversensed. The physician suspected the cause of the noise to be due to a lead fracture. A revision procedure was performed, the ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.